Event description:
Sales representative for smith-nephew is reporting that the surgeon was performing multiple anchor single row revision rcr procedure. After a few passes, surgical assistant actually hit tip of needle as it passed through tendon to relay suture. Surgeon inspected needle and decided to continue to use for final anchor. Upon passing fiberwire suture through tissue the needle broke distally and remained trans-tendonous. Needle location was confirmed to be in the muscle by c-arm x-ray. After multiple attempts and assistance by another fellowship trained shoulder surgeon, the needle was left in the patient.